Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center. External equipment was exchanged. However, the problem was not resolvedl in 2006, the patient was seen by a company representative for device evaluation. The decision was made to explant the patient's ci device.